Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during normal device change-out procedure, the right atrial lead was explanted and replaced due to chronic atrial lead noise. The patient was stable before, during, and after the procedure.